Event description:
It was reported that (1) device was used during a tubal ligation. It was reported by the rep that the scrub nurse noticed the sleeve tip of the 350l trocar had separated from the trocar. It was not used on the pt. There was no consequence to the pt.